Event description:
Covidien received information stating that while in use on a patient, an achieva ventilator stopped cycling without generating an audible alarm. The customer reported that during use at the patient's home, the device was removed in order to suction the patient and when it was placed on again, the flow was not provided. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the malfunction. The cse conducted performance verification testing on the device. All tests passed. Covidien reference number: (B)(4).